Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The physician explanted and replaced the rv lead. The patient condition was stable.